Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate after the load process with multiple cartridges. Tandem technical support confirmed the issue in pump logs, however it was found that the pump was still able to deliver all the insulin in each cartridge. There was no reported impact to the customer's blood glucose level.